Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued ¿alert 69 ¿ algorithm data parity check,¿ after which the user contacted support and was guided to restart the device; the alert did not recur during post-restart observation. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including a device restart and brief monitoring for recurrence. Investigation of this case revealed a transient algorithm data parity fault consistent with a device processing or data integrity anomaly that resolved with a restart, with no evidence of persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device software or data integrity issue, with resolution achieved through standard restart procedure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.